Event description:
Chest x-ray ordered for shortness of breath found aberrant port-a-cath placement. CT confirmed the port-a-cath traversed the right apex of the lung into the side ot the superior vena cava. Catheter was placed may 2004 - surgical removal will be required.